Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented at the clinic for an implant check and fitting. According to the parents, she did not use the audio processor for the last 7 years because she felt annoyed by the sound. It is unknown if any head trauma occurred and user has no significant medical history.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. A date for surgery has not been scheduled yet.

Event description:
The user presented at the clinic for an implant check and fitting. The recipient was implanted in year 2000. According to the parents, she did not use the audio processor for the last 7 years because she felt annoyed by the sound. It is unknown if any head trauma occurred and user has no significant medical history. A date for surgery has not yet been made available. Additional information has been requested from the field, but none has been received.